Event description:
It was reported that during a percutaneous transluminal angioplasty treatment procedure a balloon rupture occurred. The 99% stenosed de novo lesion was located in the moderately tortuous and calcified shunt in the left antebrachium. A 7.0 x 40/40 sterling balloon dilatation catheter was selected for pre dilation and upon inflation to 6 atms a balloon rupture occurred. The balloon catheter was removed intact and the procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4): the complaint device was not returned to bsc for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4)